Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing reoccurring low blood glucose (bg) levels (value was not provided). The customer reported that low bg was due to being in a "brittle state" and was constantly increasing the basal rates without consulting a healthcare provider. The customer did not allege the low bg was due to the pump, infusion set or cartridge the customer declined to provider further information and declined tandem technical support's offer to troubleshoot.